Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
After biopsy, user detected the needle cannot be retracted into sheath after adjust the knob. After several attempts user cut the needle to avoid endoscopy damage, then retracted from endoscopy. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? None 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas tail a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l,4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. 2.5x2.5 (unit under confirmation) 2.5*2.5 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus gf-uct260 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Retraction 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle?1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Ebus

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 08-jun-23.

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1992020 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 08th june 2023. On evaluation of the devices the following was observed: visual inspection: - needle removed from the device and proximal break observed. Functional inspection: - sheath extender able to advance and retract with slight difficulty. - needle handle able to advance and retract with no issue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1992020 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1992020. Instructions for use and/label: it should be noted that the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult target site requiring the endoscope in a flexed or twisted position during the procedure as indicated in the additional information, leading to the needle breaking proximally and subsequently causing difficulty with needle retraction into sheath reported. It may be noted that returned device was cut at the distal end as suggested in complaint description "after several attempts user cut the needle to avoid endoscopy damage, then retracted from endoscopy." Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, needle cannot be retracted into sheath. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to difficult target site requiring the endoscope in a flexed or twisted position during the procedure as indicated in the additional information, subsequently causing difficulty with needle retraction into sheath reported. Complaint is confirmed based on visual and/or functional inspection.